Event description:
Medtronic received a report that the pipeline failed to open in the middle section. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the right internal carotid artery. The max diameter was 5mm, and the neck diameter was 4mm. The patient's vessel tortuosity was normal. The landing zone was 4.4mm distal and 4.7mm proximal. The access vessel was the right internal carotid, which was 4.4-4.7mm in diameter. Dual antiplatelet treatment was administered (acard + pavix). It was reported that the pipeline was not positioned in a bend, and less than 50% had been deployed when it failed to open. The pipeline had been resheathed more than 2 times. The doctor had tried to use the push-pull method, but this did not resolve the issue. The pipeline was replaced, and the patient did not experience any injury or complications. Angiographic results post procedure showed that everything ended up good and the patient felt well. The devices were prepared and flushed according to the instructions for use (IFU). Ancillary devices include a merit medical 5f sheath, navien 058 guide catheter, phenom 27 microcatheter, and traxcess 14 guidewire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #276482777:equipment used: video inspection system (m-78210), ruler (m-83361), pin gauge sets (m-84083, m-84081), camera (panasonic lumix dmc-zs5) drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F as found condition: the pipeline vantage device and phenom-27 were returned for analysis within a shipping box; within two sealed biohazard pouches; within an opened pipeline vantage inner pouch and within two unsealed plastic pouches. The already deployed braid was returned within the same pouch. Visual inspection/damage location details: no damages or irregularities were found with the proximal pusher. The hypotube was found intact and unstretched and ptfe shrink tubing was still intact. No damages were found with the spacers or proximal bumper. The proximal supporting disks were found undamaged. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No damages or irregularities were found with the tip coil. The braid was already deployed. The entire braid length was found fully opened and undamaged. No other damages were observed. No damages or irregularities were found with the phenom-27 micro catheter hub. The phenom-27 micro catheter body was found flattened at ~5.8cm from the distal end. No damages or irregularities were found with the distal tip or marker band. Testing/analysis: the phenom-27 micro catheter total length was measured to be ~158.6cm and the usable length was measured to be ~152.0cm, which is within specification (specification: total (ref) = 165.5cm, usable = 150cm ± 5cm). Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open at middle section (hourglass shape)¿ could not be confirmed through device analysis as the returned braid was found fully opened. Possible causes include patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents, or improper anatomy. Customer reported patient vessel tortuosity as normal, pipeline was not positioned in a bend, and devices were prepared per IFU. There was no damages or non-conformances to specification found that would contribute towards the failure to open, therefore the cause could not be determined. The micro catheter was found flattened, however, the damage would have only contributed towards resistance and not failure to open. Ngod10 2022-05-08 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2022-mar-29 mpxr (B)(4) (rep, hcp, for): medtronic received a report that the pipeline failed to open in the middle section. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the right internal carotid artery. The max diameter was 5mm, and the neck diameter was 4mm. The patient's vessel tortuosity was normal. The landing zone was 4.4mm distal and 4.7mm proximal. The access vessel was the right internal carotid, which was 4.4-4.7mm in diameter. Dual antiplatelet treatment was administered (acard + pavix). It was reported that the pipeline was not positioned in a bend, and less than 50% had been deployed when it failed to open. The pipeline had been resheathed more than 2 times. The doctor had tried to use the push-pull method, but this did not resolve the issue. The pipeline was replaced, and the patient did not experience any injury or complications. Angiographic results post procedure showed that everything ended up good and the patient felt well. The devices were prepared and flushed according to the instructions for use (IFU). Ancillary devices include a merit medical 5f sheath, navien 058 guide catheter, phenom 27 microcatheter, and traxcess 14 guidewire.